Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the supraventricular tachycardia procedure using ensitex v3.0.2, display issues resulted in a procedural delay. It was noted that se points could not be collected. The catheter showed green on ensite gui and the catheter was out of the sheath. Troubleshooting included trying a different se point, replacing the catheter, restarting the system, and restarting the study all with no resolution. The se cable was reconnected, the catheters were deleted and auto-populated, the se cable was moved to the se2 port on the amplifier, the dws was reconnected to the amplifier via software, and the amplifier was power cycled, all with no resolution. Switched to voxel mode and confirmed voxel/geo creation with the ablation catheter and returned to navx mode which resolved the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. Review of the collect logs was unable to confirm the reported event. The event date was not contained in the logs provided. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.